Event description:
It was reported that during a follow up, it was identified that the filter had migrated caudally, approximately 1/2 of a vertebral body, and was tilted approximately 45 degrees. The physician decided to keep the filter in place as there was significant thrombus around the filter. At this time, there are no plans to attempt retrieval. There was no injury to the pt, and remains asymptomatic. The filter had been implanted infra-renal due to dvt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The device remains implanted; therefore, not available for eval. The event investigation is currently, underway.